Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed, and no leaks were noted from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set leaked during infusion of antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.